Event description:
It was reported a patient presented for a routine follow up in which the pacemaker was programmed to a low pacing setting and there was no identifiable escape rhythm. The patient felt unwell during this pacing. Given these findings and the unpredictable nature of the pacemaker battery life, the device was explanted and replaced in a procedure on aug 12, 2021. Post-procedure, the patient status was unknown.

Manufacturer narrative:
The reported event of premature battery depletion and pacing problem were not confirmed. Device was in normal range of operation on receipt. Device image analysis indicated average monthly voltage and current trends were normal. Visual analysis was performed on the header and no anomalies were noted. Telemetry, output and pacing function tests were performed and no anomalies were noted. Longevity assessment was performed, and device had appropriate longevity remaining.